Event description:
An account contacted a country service and support (css) with regard to a medical practitioner questioning the hemoglobin results for a pt. Initial results of rbc=2.63 m/ul, hgb=5.32 g/dl, mcv=66.3 fl, mch=20.2 pg, and mchc=30.5 g/dl were reported using a cell-dyn 4000 analyzer. Later that same day the pt was tested using a fresh sample on the cell-dyn 3200 sl analyzer with the following results; rbc=2.62 m/ul, hgb=4.04 g/dl, mcv=66.3 fl, mch=15.4 pg, and mchc=23.3 g/gl. Based on the lower hemoglobin result it was assumed the pt was bleeding and a 6 unit cross match was ordered and the pt was transfused. The same sample previously ran on the cd3200 analyzer was repeated on the cd4000 analyzer yielding; rbc=2.53 m/ul, hgb=5.10 g/dl, mcv=67.0 fl, mch=20.2 pg, and mchc=30.2 g/dl. The account states that the difference in results from the two analyzers resulted in a misdiagnosis and unnecessary transfusion. The account believes the result from the cell-dyn 4000 to be correct because of the low mchc result from the cell-dyn 3200 sl analyzer, no further impact to pt management was reported.